Event description:
Orig. Surg. Date: 2005. Allegedly pt fell and dislocated on approx seven weeks later. The head disassociated from the cup.

Manufacturer narrative:
This investigation is not complete. Event device code is addressed in package insert. Add'l info has been requested from the surgeon. This report will be amended when the investigation is completed. This is the same event as 3003379990-2006-00055. This event occurred in another country.